Manufacturer narrative:
No service call was initiated. The customer reports that quality control data was within expectations. No root cause or conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 and (B)(6), 2010 for additional reportable events.

Event description:
Customer reported that an erroneously low glucose cup result was generated by the unicel dxc 600 synchron system. The system generated critical re-run feature was triggered and returned a result within expectations. The sample was re-tested on another system and returned results consistent with the above critical re-run result and within expectations. The initial results were not disseminated from the laboratory. No further data or other information was provided relating to this event.